Manufacturer narrative:
(B)(4).

Event description:
The following info was received from a hemodialysis facility on (B)(6), 2011. The original report stated that a pin hole was discovered on the arterial line of the combiset twister bloodline. Add'l info received on (B)(4), 2011 reported that the incident occurred approx 40 minutes to treatment and the pt lost less than 500cc's of blood (the ebl was between 380-500cc's). The patient's blood was reportedly rinsed back and the pt experienced no adverse effect and remained asymptomatic following the event.